Event description:
It was reported that a patient had a loss of therapeutic effect and symptoms included loss of bladder control. When the patient heard water running, she needed to use the bathroom. The symptoms occurred following an unrelated medical procedure on 2014 (B)(6). The patient had a surgery regarding ¿matrise¿ or ¿dbc¿ and it was not related to the device or therapy. Therapy was turned off before surgery and back on at 1.5 volts after surgery. The patient met with her healthcare professional the prior day and verified that therapy was turned on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-33, lot# va0plry, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient (B)(4).